Event description:
Information was received from a consumer via a company representative and a healthcare provider (hcp) regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2016. It was reported that post operatively the patient experienced an infection. The pump and catheter were explanted (B)(6) 2016. Blood culture was collected on (B)(6) 2016 from the left and right antecubital; the result on (B)(6) 2016 was no growth after five days. On (B)(6) 2016 a non-surgical subcutaneous pain pump pocket swab was collected and sent for culture and stain. Gram stain results on (B)(6) 2016 were negative; there were a few white blood cells seen; no organisms seen. On (B)(6) 2016 the results of the aerobic culture were diphtheroid bacilli. Anaerobic culture results on (B)(6) 2016 were no anaerobes isolated. The cause of the infection was unknown. The patient was receiving intravenous antibiotic therapy - vancomycin. It was unknown if the issue resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.